Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device, it is not possible for codman to conduct a proper investigation. Since a lot number has been provided, a review of the manufacturing records have been reviewed and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation, this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Event description:
Patient sustained injuries as a result of a pump malfunction, which occurred in 2008. Following a refill of the pump, it appears that the patient experienced an overdose due to a pump malfunction and/or negligence in refilling the pump, which resulted in personal injury. The pump has since been removed and the hospital has retained possession of the actual device.